Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. No case imagery was provide for review. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was not able to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 10 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
As reported by our affiliate in italy, due to the failing sapien xt valve implanted in the aortic position, a sapien 3 valve was implanted during a valve in valve (viv) procedure. Approximately 7 years and 8 months post implant of a 26mm sapien xt valve, increased gradients, likely due to valve degeneration, were observed. No actions were taken, and the patient was monitored. Approximately 8 years and 10 months post implant, a hypertrophic left ventricle, and an fe of 50% were observed. Approximately 10 years post valve implant, valve failure due to aortic bioprosthesis degeneration resulting in severe stenosis (grad 85/52, vmax 4.6 m/s) with associated mild insufficiency was reported. A successful viv procedure was performed with a 23mm sapien 3 valve. Post viv, the patient was in stable condition. Postoperative hospital course was free from complications. The patient was discharged on postoperative day (pod) 5.